Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to a 3rd party service agent that the customer's device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
After following up with the customer, they requested physio-control to have their device returned to them. Physio-control was unable to perform an evaluation of the device to determined what the cause was. The cause of the reported issue could not be determined.